Event description:
It was reported that the touched position of the touchscreen was out of alignment. The device was not in use, no patient or user harm reported. It was reported that the touched position was out of alignment. A calibration was performed; however, the phenomenon was not resolved. The touchscreen was replaced to resolve the issue.

Manufacturer narrative:
The touchscreen assembly was returned for failure analysis. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. Failure analysis was performed; resistance measurements are out of specification. The customer complaint of touchscreen out of specification was confirmed. Faults were found on this returned touchscreen.